Manufacturer narrative:
D4: expiration date: oct 2029. D4: UDI: the reported product has no UDI no. Allocated. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: 12nov2024 - 15nov2024. Returned sample checking: when we verified the actual sample (1pc) at the time of receipt, the safety cover stayed at 10mm away from the tip and it did not shield the needle tip. Verification of the actual sample: next, we prepared a catheter-hub which was brought from our retention sample, was placed onto the actual sample to create original assembly. It was used to simulate and verify proper shielding performance. We conducted inner needle pulling resistance test repeatedly 10 times. As a result of verification, the safety cover was confirmed to be safely activated to shield the tip of inner needle. Moreover, the cover was later examined under microscopic observation and finding no irregularities to attribute detachment of any parts, deformation or malfunction of the·product was observed. Manufacture inspection record check: the concerned product is constantly produced by automated process. After a safety cover was assembled on an inner needle, the product is assembled, packaged, and boxed as an i.v. Catheter. With respect to the shape of safety cover, a 100% visual inspection is being performed by the digital camera in the automatic inspection system installed in the process where a safety cover is assembled on the inner needle. The product with defective shape, which may contribute to the safety mechanism activation failure, shall be detected as a defect, and then automatically disposed of. Regarding the automatic inspection system, we perform a periodical inspection to maintain the accurate inspection performance and ensure that there is no deficiency in the automatic disposal system. The manufacture inspection records of the corresponding lot was reviewed. As a result, no anomalies, such as defective accuracy in safety cover shape·inspection, or anomalies in the automatic disposal system, have been recorded. In addition, no defective product, which may adversely contribute to safety mechanism activation failure, has been detected. Moreover, no reports related to safety cover activation failure, attributed to a product defect, has been reported from other medical facilities. Conclusion: as there were no anomalies observed in our manufacture inspection records and the returned sample, we were unable to identify the root cause of reported issue. Relevant instructions for use (IFU) reference: "if the safety mechanism fails to activate, carefully dispose the product appropriately." "For certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." "Do not touch the safety cover after withdrawal of the inner needle for infection prevention." Terumo medical products (tmc) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835.

Event description:
The user facility reported that when they removed the needle after punctured to a patient, the safety cover did not activate. Needle stick injury did not occur. There was no impact on the patient or healthcare professionals.